Event description:
Pt had been experiencing "beeps" on ICD. Came in on 2001. Interrogated device. Determined charge time prolonged. Co recommended replacement. Had to wait for inr (on coumadin) and normalize. Had replacement of generator.